Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while addressing a sensor issue on an ilet system and subsequently experienced hyperglycemia after treating the low; the user attributed the low to a prior meal announcement during early pump use and reported understanding of standard low-glucose treatment. Symptoms included hypoglycemia. Outcomes included no hospitalization, no long-term impairment, and resolution after self-treatment. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no confirmed component failure; user factors related to mealtime dosing during early pump learning were considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.